Event description:
It was reported that the patient underwent surgery for anterior fusion with anterior cervical plate and peek interbody device to treat cervical disc herniation and spinal stenosis. The patient died the day following surgery due to laryngeal edema. There were no complications during the surgical procedure.

Event description:
It was reported that the patient was found dead after implant surgery. Patient's family member called to notify company. No further details provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.